Event description:
On 11/2/98, pt seen in clinic for chemotherapy/medication and blood draw. Received a saline and heparin flush through a "pac" line (central line). On 11/3/98, admitted to the hosp for signs of sepsis. Cultures from 11/3 subsequently were positively identified as enterobacter cloacae. On 11/9, pt discharged from the hosp.